Event description:
It was reported that the device did not meet the expected longevity and reached elective replacement indicator (eri) before five years. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 694765 implantable tachy lead, (B)(6) 2008; 5076-52 implantable pacing lead, (B)(6) 2008. (B)(4).